Event description:
The customer reported that 10 disposable kits were found to be defective during the machine test. One kit had been used, but nine of the kits are available for investigation. The patient's information is unknown at this time. It is not known if medical intervention was required for this event. This report is being filed in response to the customer filing an sae report with their local authorities.

Manufacturer narrative:
(B)(4). Seven disposable kits were received. Six kits were primed with solution only. There were no obvious misassembles. The top of the ac spike had broken off of one set. One set was unused. When it was received, it was noted that the blue and red robert-clamps were not closed. The red and blue roller clamps were closed. The set passed the tube set and successfully passed prime. Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The spectra optia system has independent control and safety systems that constantly monitor the performance of the system. As a fail-safe measure, the safety system will display a warning/advisory, alert, or alarm if it detects a problem or potential problem. Root cause: based on the customer's descriptions and the results of the part evaluation, the alarm was most likely triggered when the anticoagulant (ac) fluid detector detected fluid in tubing set when the set should have been dry. The root cause can be attributed to the operator's error in spiking the ac too soon. The terumo bct sales consultant had a meeting with the pharmacist at (B)(6) hospital in (B)(6)and she agreed that this was a training issue.

Event description:
No medical intervention was required for this event. Patient information: the alarms were generated before any patients were connected. Therefore, no patient information can be reasonably known.